Event description:
The patient reported experiencing elevated blood glucose of up to 285 mg/dl. He bloused through the infusion device and blood glucose levels did not decrease. He found that the insulin cartridge was leaking. He bloused insulin via syringe to lower his blood glucose. His normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.